Manufacturer narrative:
H10: internal complaint reference (B)(4). H6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting with the suture and implants returned outside the channel with the knot untightened. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specification found a material certification of analysis is required with each lot. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include use of sharp instruments to manage or control the suture that can cause breakage of the suture. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H11: corrected information in b5.

Event description:
It was reported that during a meniscus repair surgery, the fast-fix 360 curved´s t2 suture broke. The t1 implant was removed from the patient using tweezers. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast-fix 360 curved´s t2 suture broke. The t1 implant was removed from the patient using tweezers. The procedure was completed with a s+n back up device. It is unknown if there was a surgical delay and no further complications were reported.